Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete device information.

Event description:
It was reported that patient had an altercation and lead migration issue was observed. On (B)(6) 2021 a lead revision took place wherein the lead was repositioned higher back into its original implant location. There were no complications during the procedure. Effective therapy was restored post procedure. Patient was stable.

Manufacturer narrative:
D4, d6-a and h4 updated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.